Manufacturer narrative:
Retained lot samples for syringe lot 67025 were tested for needle sharpness and penetration force. No abnormalities were found during testing.

Event description:
End user reported that the syringes item 831365 lot 67025 are dull. End user is using the syringes with a tirzepatide.

Event description:
End user reported that the syringes item 831365 lot 67025 are dull. End user is using the syringes with a tirzepatide.

Manufacturer narrative:
Initial trend analysis for lot 67025 was conducted, no malfunctions were found. This is the only complaint for lot 67025. Further investigation will be conducted to determine the root cause of complaint.